Event description:
Same as manufacturing number 6000093-2005-00444. It was reported 11 days following a coronary drug eluting stenting treatment procedure the pt expired after experiencing a subacute thrombosis. In 2005 the target lesion was 80% stenosed and was located in the mid right coronarty artery (rca). The right femoral artery was accessed and a 4 fr guiding catheter was inserted over the wire. The wire was removed and a maverick2 mono 2.5 x 20 mm balloon was advanced and then inflated to 1 atm for 5 seconds. A second inflation was made at 5.9 atm for 6 seconds. A third inflation was made at 8.6 atm for 6 seconds. A fourth inflation was made at 4.9 atm for 5 seconds and the balloon was then removed. A taxus express2 2.75 x 24 mm drug eluting stent was deployed at 12 atm for 16 seconds. Another taxus express2, size 2.75 x 32 mm, stent was advanced and deployed at 11.8 atm for 15 seconds. The post-procedure status of the lesion was reduced from 80% to 0%. Medication given during this procedure included oxygen, versed, heparin, and contrast. Eleven days later the pt was eating lunch when pt became short of breath and diaphoretic. The pt arrested and was put on an external pacemaker and a ventilator. The pt was experiencing an acute myocardial infarction. Cardiopulmonary resuscitation was given along with medications for their pt's blood pressure and heart rhythm. Pt was then transferred from a health care facility to the emergency room via ambulance. The pt had symptoms of sub acute thrombosis including angina, diaphoresis, short of breath, and cyanotic. The pt was brought to the cardiac catheterization lab apneic and non-responsive. The pt was examined by a physician who diagnosed that the pt was in extremis marked by unconsciousness, heart sounds being distant, difficulty in finding femoral pulses and no pulses in the feet. It was then determined the rca was full of thrombus with no blood flow consistent with stent thrombosis. Temporary pacing wires were inserted. The right femoral artery was accessed with difficulty as the pt had low blood pressure and had developed bilateral hematomas. A maverick2 mono 2.5 x 30 mm balloon was advanced and inflated to 6.3 atm for 12 seconds. A second inflation was made to 6.7 atm for 34 seconds and the balloon was removed. A maverick2 mono 2.0 x 20 mm balloon was inserted and deployed at 6.7 atm for 41 seconds. An intra aortic balloon pump was then attempted to be placed but was unsuccessful due to the tortuosity of the iliac arteries. Following the procedure the pt was transferred to the critical care unit non-responsive and apneic. Medications given during the re-intervention included oxygen, dopamine, epinephrine, atropine, epinephrine, and sodium bicarbonate, 4 liters of normal saline, heparin, and integrilin. Complications during the re-intervention included cardiogenic shock. The pt was reported to have expired following the re-intervention from subacute thrombosis which was reported to have been related to the stent.